Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to new patient's information not showing. A technical support specialist dialed into the application server and verified the settings for "no adt/pis message received duration" under pes > location > facility. It was observed that the overnight setting was configured for 60 minutes. Upon running the incoming message timing query, it was noted that most of the messages had delays exceeding 60 minutes. The technical support specialist suggested increasing the duration to 240 minutes to better accommodate the observed delays. The customer acknowledged the recommendation, and the case was considered good to close. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patient information was not showing up on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patient information was not showing up on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.